Manufacturer narrative:
Pump had blank display due to broken solder joint of b1 on ib. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display. Pump received with broken battery cap(p), minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 297 mg/dl. Caller also reported that the display was cracked. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.